Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, device received with intermittent button responses on all buttons. Unable to determine root cause due to insulin pump preservation. Device received with no battery installed. Device received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2017.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump received with intermittent button responses on all buttons. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window. Data analysis: there is no data listed for the dated of nonmember 14, 2017 due to pump received without battery installed.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6). The cause of death was heart problems. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the doctors took the customer off the pump when they got admitted. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Pump was received with intermittent button responses on all buttons.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.